Event description:
A facility representative reported that following cataract surgery with an intraocular lens (iol) implant procedure, patient had blurry distance vision and myopic outcome. Patient initially complained on visit but decided to proceed with second eye cataract surgery first and see if patient tolerated slight myopic outcome left eye for monovision. Myopic outcome was affecting distance vision and being able to see clearly to drive. The lens was exchanged with company other model lens after the initial implant procedure. In the surgeon¿s opinion the product did not contribute to the event and myopic outcome contributed to the event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Additional information: company lens 23.5 was replaced with company 22.5 lens. The file states that in surgeon's opinion the intraocular lens (iol) did not cause/contribute to the event. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).